Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2001012. The review revealed that this lot was manufactured according to the approved manufacturing procedures and specifications, with no non-conformances at the time of production. As samples were not available for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. A shield removal test was performed for each of the retained samples and none of the results were out of specification. The fitting force between the hub and shield components is a characteristic tested prior to the release of any lot number. If the fitting values are too high, the shield cannot be detached from the hub. If the fitting values are too low, the shield may become detached during the handling of the product which could increase the risk for cannula damage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd eclipse¿ needle experienced a tip cap/shield that was removed. The following information was provided by the initial reporter: after having connected the needle to the syringe and after having done the level, I realized that the needle cap did not come off in any way. Pieces involved: 1 the device was intended to be used for maculopathy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a tip cap/shield that was removed. The following information was provided by the initial reporter: after having connected the needle to the syringe and after having done the level, I realized that the needle cap did not come off in any way. Pieces involved: the device was intended to be used for maculopathy.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: cap/shield tight.

Event description:
No additional information.